Event description:
Healthcare professional (hcp) reported that patient was injected with 2ml juvéderm ultra plus® xc in lip and cheek (ck1,2,3). Injector noted, "mild swelling, erythema and pinpoint bleeding to lips and cheeks post treatment. Gentle lip and cheek massage with recovery balm carried out post treatment." Patient was concomitantly injected with botox® in glabellar. Sixteen days later, patient reported they had massaged their filler due to it feeling hard and had become uneven on left side. Patient also felt lump lateral to oral commissure on left side. Due to the massaging, a bruise formed and patient's skin had become red, irritated, swollen, and hard. Hcp believes cheek filler migrated on left side. Patient expressed distress and hcp advised they would address asymmetry after "infection/inflammation has cleared up." Patient was treated with 10-day course of keflex®.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.